Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported door close error was confirmed and eval was able to reproduce a door not fully latched alarms while loading a set. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump had a door close error. Any pt involvement, injury or medical intervention is unk.